Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient faced leakage event on (B)(6) 2025. The leakage was at quick release and infusion set was used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.